Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot as part of previous investigation (B)(4) a device history record (DHR) review was conducted and did not reveal any related manufacturing deviations, anomalies or any other non-conformance's on the provided product and lot combination. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right knee revision - original surgery (B)(6) 2016. Removed femur, tray & insert due to instability and pain. Loosening implant to cement.